Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery multiple times yesterday; she changed her set four different times. The patient's current blood glucose was 517 mg/dl. The patient experienced nausea and treated the high blood glucose via manual insulin injection. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer's site was red and irritated. The customer discovered that her infusion set cannula was bent. The customer's device settings were programmed accurately. She declined a high pressure test due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.